Manufacturer narrative:
(B)(4). Other: insufficient information to make any hypothesis. No hardware or software issue identified with available data. On (B)(6) 2008, our (B)(4) of (B)(6) hospital in (B)(6) reported that there were three (3) instances when some samples ids, run correctly on a non-cell-dyn sapphire instrument at (B)(6) hospital, showed up on the pending list of the cell-dyn sapphire a few months later. No data pertaining to this issue was submitted for investigation. As part of the investigation, the issue was consulted with a senior software engineer, subject matter expert. The investigation was based on the information documented in the reported event, as no data was submitted for this issue. The investigation into the issue concluded that there were 3 instances where a sample was run correctly at a (B)(6) hospital (non-cell-dyn sapphire instrument) and then months later the same sample ID showed up in a pending list at our (B)(6) hospital. The only results pending where the extra tests that the cell-dyn sapphire performed. It appeared that when a barcode was read, the sample ID was being edited and the 10-digit number was not entered completely. When cerner, the computer system processing data, saw 6 digits instead of 10, it filled in the front numbers using the (B)(6) date, which brought it back to a specimen ID already run at the other site. The specimen that showed up on the pending list as (B)(4) had run at the other site as (B)(4). It appeared to be an issue with the customer's laboratory interface specifications (lis) filling in missing digits with the (B)(6) date, which may cause it to inadvertently create a duplicate specimen ID. The subject matter expert suggested that this should happen again; the log files and configuration files from the cell-dyn sapphire should be collected from the customer soon after the event happens. A printout of the datalog and the specimen report would also be helpful in order to fully investigate the issue. Section 2 of the cell-dyn sapphire, list number (B)(4), provides information regarding proper lis set up. Section 5 recommends setting up a laboratory procedure to require any unprocessed work list entries be viewed and cleared at the end of each shift or day. Use of this procedure will maintain an up-to-date work list and reduce the opportunity for any unprocessed specimen ids, left in the work list for an extended time, to be matched with a different patient with the same specimen ID. Appendix a provides list number (B)(4) for the laboratory interface specifications for the cell-dyn sapphire available for customers to order. A review of domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) trend analysis reports on the (B)(4) database for the months of (B)(6) 2007 through (B)(6) 2008 have been evaluated for the complaint issue. No adverse trends have been identified for the cell-dyn sapphire instrument, list number (B)(4), regarding this issue. The (B)(6) 2008 report is not yet available. This is the final report.

Event description:
A cerner representative called to report an issue with an incorrect sample ID being sent to the lab information system (lis) and the results were reported to the wrong patient. The account stated that the sample is always an 8 digit number so if a sample ID transmits across with fewer digits, the account fills it in with numbers that correspond with the julien date for that day. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.